Event description:
It was reported two days post implant that the right ventricular (rv) lead had no capture, high thresholds, was undersensing and had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.